Event description:
It has been determined that the device associated with this complaint is a non-allergan device. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Physician reported left side capsular contracture baker grade IV and a rupture. Device remains implanted.